Event description:
It was reported that: the hemostasis valve of the sheath snapped off and got detached during use. Therefore, the sheath was removed and replaced with a new kit. No injury to the patient occurred. Additional information: when the user removed the catheter from the sheath, a part of the hemostasis valve got detached and removed with the catheter.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the hemostasis valve of the sheath snapped off and got detached during use. Therefore, the sheath was removed and replaced with a new kit. No injury to the patient occurred. Additional information: when the user removed the catheter from the sheath, a part of the hemostasis valve got detached and removed with the catheter.

Manufacturer narrative:
(B)(4)